Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman flx delivery system with the implant in the sheath, and blood in the device. Examination of the device found no damage or defect. Microscope examination revealed tip damage as the tri-cuts were flared, the distal marker band was kinked, and abrasions were within the sheath tip. Product analysis confirmed the reported event, as the tip was damaged. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the physician noted that the tip of the wds was deformed. The wds was removed from the patient and a new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the physician noted that the tip of the wds was deformed. The wds was removed from the patient and a new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.